Manufacturer narrative:
Additional information was added: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and the device was found to be within the product specification range. The reported condition was not verified. The other sample were not received for evaluation; therefore, a device analysis could not be completed. The third device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector ports of three (3) 3l eva bags for tpn were detached. This was identified prior to use. There was no patient involvement. No additional information is available.